Manufacturer narrative:
Device is for human use and not labeled for veterinary use. It is unknown whether the use on animals may result in stresses or conditions that are exceed those that would be expected during use on humans. This is exelint international's first electronic report and it is delayed due to the sign up process for the web trader account.

Event description:
The dog (canine, (B)(6))) was injected subcutaneously while restrained by a veterinary technician. During the injection, the needle broke off the hub and became lodged under the skin. The attending dvm placed the dog under general anesthesia and surgically removed the needle.

Manufacturer narrative:
A review of the manufacturing test record indicated that needle cannula was tested for bending and breakage resistance and all test results are in compliance with iso 9626. The investigation continued on affected sample when received. A visual inspection of the complaint sample identified that part of the needle cannula remained inside the needle hub, indicating material, not bond failure. The surface of the broken needle cannula was not flat/smooth, suggesting that the breakage was caused by a single strong external force beyond the design specifications for this gauge stainless steel needle. The investigation indicates that the breakage of the needle was caused by a strong external bending force that exceeded the design specifications of this gauge needle stainless steel needle and was not due to a product defect.

Event description:
The dog (canine, siberian husky mix)) was injected subcutaneously while restrained by a veterinary technician. During the injection, the needle broke off the hub and became lodged under the skin. The attending dvm placed the dog under general anesthesia and surgically removed the needle.